Manufacturer narrative:
Date of event - aware date of (B)(6) 2023 used as event date is unknown.

Event description:
It was reported via social media that a stroke occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). At an unspecified time post index procedure, the patient experienced a stroke. No further information on the status of the patient is available.